Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about a week ago, the patient felt their body was not moving and found that the device on the right side had 0% charge and was turned off. They quickly charged it, turned it on, and the issue resolved. The patient has implants on both sides. Since there were two units on the right side, the battery drained quickly and reached 0% in 4¿5 days, but a week ago, it was charged to 50% and it was still at 50%. Charging time for the right-side device was 15¿20 minutes. It was unknown if there were any contributing factors. It was explained that when the output is high, it may take longer for the battery level to increase. It was confirmed that stimulation was on and the connection status showed 'good.' They were advised to look for a 'very good' position and, if possible, charge for 2¿4 hours to check if the battery level increases. The patient consulted their physician and is scheduled for another appointment the day after tomorrow. It was requested that they check the status of the stimulator again. As a precaution, they wer e advised to reset and continue charging. The issue was not resolved. Additional information was received clarifying that it was the implantable neurostimulator (ins) that experienced the rapid battery depletion and the "two units on the right side" probably referred to the leads. The root cause was unknown.